Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue could not be resolved and the device was explanted under general anesthesia on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.